Event description:
It was reported the patient had the implantable neurostimulator off for a couple of months due to lack of stimulation. It was stated that therapy wasn¿t working properly, so the patient got frustrated and turned it off. It was clarified that therapy wasn¿t delivering stimulation to the correct area. The patient would get stimulation but intensity was dull. When the patient moved stimulation would come back. Adaptivestim was reported to not seem to be working correctly, for example it was too strong when lying back. It was suspected it may need to be reoriented. Additional information received reported impedances were reportedly checked. It was noted impedances had been high on contacts 8-15. It was noted this limited the therapy on the left leg that was getting stimulation, but not optimum. The patient was reprogrammed to obtain maximum therapeutic coverage given the limitations. The physician was notified and would consider a revision. The physician had not given the manufacturer representative (rep) a decision on what he planned on doing. The patient was receiving therapy, but it was not optimum given the ¿limitations mentioned.¿

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).